Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited poor sensing and loss of capture. As a result, the system was programmed to vvi. The patient later passed away from cardiac arrest. Technical services (ts) later reviewed case information and confirmed the atrial lead anomaly; however, the field representative and ts have both stated that the atrial issues were unrelated to the circumstances resulting in the patient's death. No return of product is expected.